Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-1. The k zero was missing at the secondary port of the administration cassette. The separated k zero was not returned for evaluation. No traces of solvent were found at the secondary port of the unit. The customer complaint is confirmed. The most probable root cause of the reported incident is related to the lack of uv glue application during the manufacturing process or lack of curing time, which resulted in the luer from secondary port becoming loose and lost/missing. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25e14209 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: per nursing report, upon priming the tubing with cefepime, the k-zero 'popped out while priming causing the medication to leak' from the secondary port. This port was not used or manipulated and just came off as tubing was primed. This piece is normally supposed to be fused on. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.